Event description:
Customer reported the maxplus disconnected from the patient's port resulting in bleeding. No patient harm reported.

Manufacturer narrative:
The customer report of the connector disconnecting was not confirmed.visual inspection noted that there were no holes, tears or nicks on the surface of the connectors and the body of the connectors were intact; there were no cracks, breaks or crazing observed. There were no other anomalies.functional testing was performed by swabbing the surface of the connector with 70% alcohol for 3 seconds. The surface was allowed to dry. There was no disconnection.the root cause of the disconnection was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.